Event description:
Customer reported being hospitalized due to low bg. Customer was driving when hypoglycemic reaction occurred. Customer was unable to access basal profile 1 at 12:00am while attempting to review basal rates. Troubleshooting performed and pump is functioing as designed. Suggested customer to call md to discuss possible causes of low bg. Customer uncomfortable with the pump and would like to have it replaced.